Event description:
It was reported the urinary foley catheter that was placed on (B)(6) 2025 slipped out while the patient was using the toilet on the afternoon of the 23rd. There was no urethral bleeding, pain or other discomfort. The balloon of the catheter was observed to be ruptured, so the patient was reinserted with catheterization, and the matter was immediately reported to the pharmacy and equipment department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the urinary foley catheter that was placed on (B)(6) 2025 slipped out while the patient was using the toilet on the afternoon of the (B)(6). There was no urethral bleeding, pain or other discomfort. The balloon of the catheter was observed to be ruptured, so the patient was reinserted with catheterization, and the matter was immediately reported to the pharmacy and equipment department.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speeds out too slow causing thin sac. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.